Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v017959, implanted: (B)(4) 2007, explanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# v010293, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(6) implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported the patient had a complete explant of their deep brain stimulation (dbs) system due to infection. Since discharge from the hospital, the patient had episodes of confusion and hallucinations and in increase in depressed mood. The hcp planned for the patient to undergo two weeks of intravenous antibiotics, but they pulled out their PICC line on (B)(6) 2015. The patient was evaluated by an hcp on (B)(6) 2015 and they remained on the parkinson's disease medications. The patient has not had problems with excessive movements since explant. The patient's wounds were healing well and their stitches were removed the day of this report. An appointment in 6-8 weeks was to be scheduled to discuss re-implant vs medical management. The hcp later reported the infection had resolved.